Event description:
(B)(4). Initial report and follow-up received on (B)(6) 2007: this report was received from a physician via our affiliate in (B)(4). Upon review of the info provided, it was decided that this report will be upgraded to serious, medically important. This report involves a female pt who was administered sculptra (poly-l-lactic acid) (dosage, therapy dates and indication were not provided. No medical history was indicated. There are no concomitant medications to report. Initial report from a sales presentative stated that a pt had sculptra injections approx two weeks ago. Yesterday the pt had an "inflammatory response." The pt began to experience pain, swelling of the face and her skin was red hot to the touch. The pt said that she was in extreme pain and could not sleep last night. Follow-up info received from a doctor indicating that the pt was injected with sculptra 10 days ago. Initial bruising was observed. One week later a lump developed on the jaw line and was very tender. The following day two more lumps appeared on the cheek, which were also very red and tender. No the pt has "8 or so," and her entire face, with the exception of her forehead, is red, inflamed and painful. Yesterday the pt experienced chest pain and presented to the hospital (outpatient). The reporting doctor considered the chest pain to be incidental and related to stress. On examination the pt was found to have a c-reactive protein of 8 and her white cell count was normal and there were no obvious signs of infection. The pt was to be treated for three days with 50 mg prednisolone. The reporting doctor stated that "the adverse event sounds like an immune mediated response." The rptr's causality assessment was not provided. Addendum for follow-up received on (B)(6) 2007: (B)(4). Addendum for follow-up received on 11-dec-07: follow-up correspondence was received from the pt's physician. The physician states that the pt has made a complete recovery and that the causal relationship to the event was probable. The pt received sculptra on (B)(6) 2007 in a dilution volume of 6 ml and 6 ml was injected into the cheeks, jugal wrinkles, nasogenal furrows and nasolabial folds. One week after treatment, swelling and tenderness occurred. Prednisone and an antibiotic were administered. The physician commented that the adverse event could be due to an infection and that the pt was seen by a general practitioner, as the pt was from a country town. The physician also stated "work in a septic environment?"